Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01111.

Event description:
The patient was undergoing a coil embolization in the intercostal arteries using ruby coil lps. During the procedure, a ruby coil lp would not advance within its introducer sheath and was stuck in the initial position. As the ruby coil lp was pushed, the pusher assembly of the ruby coil lp was inadvertently bent. Subsequently, the ruby coil lp was removed. A second ruby coil lp would not advance within its introducer sheath and was stuck in the initial position. The pusher assembly of the second ruby coil lp also was inadvertently bent. Therefore, the second ruby coil lp was removed. The procedure was completed using other ruby coil lps. There was no report of an adverse effect to the patient.